Event description:
This is a spontaneous case report received from a consumer via regulatory authority (case# mw5062915) in united states on (B)(6) 2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted on(B)(6) 2009. She stated that insertion on left side was not so bad; she just felt a little pressure. When physician went to put in her right one, she immediately felt pain. After 3 months, she went back to see if her tubes were blocked and they were, but she was still having extremely bad pain like someone was cutting her. She stated that she tried to deal with the pain but it got so bad she could not deal with it anymore. She was unable to play with her kids or be intimate with her husband because of the pain. She ended up having a hysterectomy in 2016. She feels so much better and has no pain. Follow-up received on 19-jul-2016 - quality-safety evaluation of ptc: ptc global number: (B)(4). In this case no sample was returned and hence we could not conduct a device sample investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Despite follow-up attempts, no response was given to date. Case closed. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had extremely bad pain (interpreted as pelvic pain). She underwent a hysterectomy approximately 7 years after insertion. The pain resolved. This event is listed in the reference safety information for essure. After essure insertion, pelvic pain may occur. In the present case, limited information was provided. Consumers concomitant conditions and medical history were not mentioned. Given the nature of the event, positive temporal relationship, lack of alternative explanation, and considering that the pain resolved after hysterectomy, a causal relationship with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident, since surgical intervention was required. The product technical analysis concluded, as a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("extremely bad pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On the same day, the patient experienced procedural pain ("put in right one and immediately felt pain") and post procedural discomfort ("put left one in, felt a little pressure"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("unable to be intimate with her husband because of the pain"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and muscle spasms ("severe cramping"). The patient was treated with surgery (on (B)(6) 2016, plaintiff underwent removal of essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, procedural pain and dyspareunia had resolved and the genital haemorrhage, post procedural discomfort, abdominal pain, vulvovaginal pain and muscle spasms outcome was unknown. The reporter considered abdominal pain, dyspareunia, genital haemorrhage, muscle spasms, pelvic pain, post procedural discomfort, procedural pain and vulvovaginal pain to be related to essure. Quality-safety evaluation of ptc: in this case no sample was returned and hence we could not conduct a device sample investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2017: event abdominal pain, vaginal pain, severe cramping and heavy abnormal bleeding added incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5062915) on 07-jul-2016. The most recent information was received on 28-feb-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("extremely bad pain / pain / lower right pelvic pain, bilateral lower pelvic") and genital haemorrhage ("heavy abnormal bleeding") in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On the same day, the patient experienced procedural pain ("put in right one and immediately felt pain") and post procedural discomfort ("put left one in, felt a little pressure"). In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("unable to be intimate with her husband because of the pain/dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), bladder disorder ("bladder problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), alopecia ("hair loss"), mood altered ("moody"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), vaginal discharge ("vaginal discharge") and weight decreased ("weight loss"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), urinary tract disorder ("urinary problems or changes") and back pain ("lower back pain"). The patient was treated with surgery (hysterectomy (full) and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dyspareunia, abdominal pain, vulvovaginal pain, abdominal pain lower, dysmenorrhoea, fatigue and back pain was resolving, the genital haemorrhage, post procedural discomfort, female sexual dysfunction, bladder disorder, urinary tract disorder, alopecia, mood altered, migraine, headache, nausea, vaginal discharge and weight decreased outcome was unknown and the procedural pain had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, migraine, mood altered, nausea, pelvic pain, post procedural discomfort, procedural pain, urinary tract disorder, vaginal discharge, vulvovaginal pain and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 63.492 kgs. Hysterosalpingogram - in (B)(6) 2010: both tubes were blocked. Quality-safety evaluation of ptc: in this case no sample was returned and hence we could not conduct a device sample investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received- product information added, events added as follows:- female sexual dysfunction, bladder disorder, urinary tract disorder, dysmenorrhoea, fatigue, alopecia, mood altered, migraine, headache, nausea, vaginal discharge, weight decreased, back pain. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5062915) on 07-jul-2016. The most recent information was received on 18-jun-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('extremely bad pain / pain / lower right pelvic pain, bilateral lower pelvic'), uterine haemorrhage ('abnormal uterine bleeding') and genital haemorrhage ('heavy abnormal bleeding /abnormal bleeding (general)') in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included sexually transmitted disease (trichomonas and chlamydia), gravida ii and parity 2. Denies other significant medical issues, no bowel or bladder problems. Denies constipation or diarrhea. No blood in urine or stool. Concurrent conditions included trichomonal vaginitis, chlamydial cervicitis, menses irregular, post coital bleeding, alcohol use, uterine pain and discomfort. Concomitant products included anaesthetics (anesthesia), codeine phosphate;paracetamol (tylenol with codeine no.3) and midol [acetylsalicylic acid,caffeine,cinnamedrine]. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("unable to be intimate with her husband because of the pain/dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), alopecia ("hair loss"), mood altered ("moody"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), vaginal haemorrhage ("abnormal bleeding (vaginal") and menorrhagia ("abnormal bleeding (menorrhagia)") and was found to have weight decreased ("weight loss"). On (B)(6) 2009, the patient experienced procedural pain ("put in right one and immediately felt pain") and post procedural discomfort ("put left one in, felt a little pressure"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping") and back pain ("lower back pain"). The patient was treated with surgery (hysterectomy (full) and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dyspareunia, abdominal pain, vulvovaginal pain, abdominal pain lower, dysmenorrhoea, fatigue and back pain was resolving, the uterine haemorrhage, genital haemorrhage, post procedural discomfort, female sexual dysfunction, bladder disorder, urinary tract disorder, alopecia, mood altered, migraine, headache, nausea, vaginal discharge, weight decreased, vaginal haemorrhage and menorrhagia outcome was unknown and the procedural pain had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, mood altered, nausea, pelvic pain, post procedural discomfort, procedural pain, urinary tract disorder, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight decreased to be related to essure. The reporter commented: there were approximately three to four coils outside of the ostia of the fallopian tube. Laparoscopy revealed scarring to the proximal end of the right fallopian tube the uterus, tubes, and ovaries otherwise appeared normal. On (B)(6) 2016, surgical removal of cervix, uterus, and bilateral fallopian tubes. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.4 kg/sqm. Hysterosalpingogram: on (B)(6) 2010: results: total bilateral occlusion; in (B)(6) 2010: results: both tubes were blocked. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: abnormal uterine bleeding, dysmenorrhea,dyspareunia quality-safety evaluation of ptc: in this case no sample was returned and hence we could not conduct a device sample investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 18-jun-2019: new pfs received- new events added: abnormal bleeding (vaginal, menorrhagia). No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5062915) on 07-jul-2016. The most recent information was received on 01-mar-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("extremely bad pain / pain / lower right pelvic pain, bilateral lower pelvic"), uterine haemorrhage ("abnormal uterine bleeding") and genital haemorrhage ("heavy abnormal bleeding") in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included sexually transmitted disease nos (trichomonas and chlamydia), gravida ii and parity 2. Denies other significant medical issues, no bowel or bladder problems. Denies constipation or diarrhea. No blood in urine or stool. Concurrent conditions included trichomonal vaginitis, chlamydial cervicitis, menses irregular, post coital bleeding, alcohol use and uterine pain. Concomitant products included anaesthetics (anesthesia), midol [acetylsalicylic acid,caffeine,cinnamedrine] and panadeine co (tylenol #3). In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("unable to be intimate with her husband because of the pain/dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), bladder disorder ("bladder problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), alopecia ("hair loss"), mood altered ("moody"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), vaginal discharge ("vaginal discharge") and weight decreased ("weight loss"). On (B)(6) 2009, the patient had essure inserted. On the same day, the patient experienced procedural pain ("put in right one and iimmediately felt pain") and post procedural discomfort ("put left one in, felt a little pressure"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), urinary tract disorder ("urinary problems or changes") and back pain ("lower back pain"). The patient was treated with surgery (hysterectomy (full) and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dyspareunia, abdominal pain, vulvovaginal pain, abdominal pain lower, dysmenorrhoea, fatigue and back pain was resolving, the uterine haemorrhage, genital haemorrhage, post procedural discomfort, female sexual dysfunction, bladder disorder, urinary tract disorder, alopecia, mood altered, migraine, headache, nausea, vaginal discharge and weight decreased outcome was unknown and the procedural pain had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, migraine, mood altered, nausea, pelvic pain, post procedural discomfort, procedural pain, urinary tract disorder, uterine haemorrhage, vaginal discharge, vulvovaginal pain and weight decreased to be related to essure. The reporter commented: there were approximately three to four coils outside of the ostia of the fallopian tube. Laparoscopy revealed scarring to the proximal end of the right fallopian tube the uterus, tubes, and ovaries otherwise appeared normal. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 63.492 kgs. Hysterosalpingogram - in (B)(6) 2010: both tubes were blocked . Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: abnormal uterine bleeding, dysmenorrhea,dyspareunia. Quality-safety evaluation of ptc: in this case no sample was returned and hence we could not conduct a device sample investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 1-mar-2018: medical record received,patient historical and concomitant condition added, event added as :- abnormal uterine bleeding. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
(B)(4).